Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor coupling with recharging. The patient stated that they had a hard time ¿linking up¿ to get coupling bars. They stated that it would take hours to charge their implant. The patient reported that they had a bruise, sores and their incision area hurt after charging. The patient stated that the swelling went down. The patient stated that they met with manufacturing representatives (rep) and they told the patient to order adhesive disc. The patient stated that their next appointment was on (B)(6) 2017. Troubleshooting was done on the call where the patient was told to reposition the recharge antenna over the ins. It was reviewed how to reposition the antenna and the patient was able to get all coupling bars. The patient stated that setting c was at 4.00 and ¿setting d was at night¿. The patient confirmed that their recharger indicated that the ins was 75 percent charged. Troubleshooting resolved the reported issue. Adhesive discs were ordered for the patient. The event occurred in (B)(6) 2017. No further complications were reported/anticipated. Additional information received from the patient reported that when they peel the adhesive discs off their skin, it hurts and leaves a red mark. The patient noted that this has been happening since implant and that it was possible they were allergic to the discs. The patient reiterated that they experience poor coupling when they sit down and that they thought the ins might be moving. This issue started occurring following a fall in (B)(6) 2017. The ins doesn't seem to stay in place like it used to and the sometimes it takes the patient 2-3 hours to charge. Despite the red marks and pain when removing the adhesive discs, the patient still wanted them sent. The patient was advised to speak to their hcp regarding the ins movement and coupling issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported poor coupling. The patient reported that she had to sit a certain way for the coupling bars to appear. The patient reported that if she leaned back, the bars go away. The patient moved the antenna around. The patient reported that standing up was fine. On the call, the patient was charging and getting good connection. The patient reported that if she leaned back in her recliner the coupling bars go away. The patient then moved and the bars went down to 4. The patient reported that she talked to a manufacturer¿s representative (rep) about it before and was told to find her ins and put the antenna lower. The patient used adhesive discs when charging. The patient reported that they were very sticky and hard to get them off. The patient reported that she had to hold the neurostimulator (ins) down to peel the sticky disc off. The patient reported that she then had a red circle on her back for several days. The patient noted that she was allergic to some adhesives. The patient reported that from the adhesive discs it didn't itch but was really red. The patient also reported that the ins moves a little; it didn't stay in one spot. The patient reported that she could lift the ins a little bit. The patient reported that a month after the ins was implanted, she got hurt. The patient reported that she got tripped and knocked out and landed on her back. The patient reported that the ins didn't stay in one spot, it moves a little bit. The patient told a rep about it. The patient reported that she brought emergency room reports and everything; they did a CT scan and everything was fine but her ins didn't feel right ever since. No further complications were reported.